Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure, prior to device implant, the patient experienced atrial fibrillation with rapid ventricular response. The implant procedure as aborted.